Manufacturer narrative:
Upon receipt, the lead was found dissected some 15cm distal to the is-1 connector pin. Only the proximal part was received. It is reasonable to assume that the lead was dissected in the course of the surgery. The analysis revealed deformation of the inner and outer coil, which resulted most likely from the explantation procedure. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.

Event description:
This system was returned without documentation. The patient's following physician had no record of this system explant and had not seen the patient since (B)(6) 2014. There are no known complaints against the functionality of this system. Should additional information be received, this file will be updated.